Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, some distal part of staples did not form b-shape. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5a03j . Investigation summary: the analysis found that one sr75 reload was returned with no apparent damage. The cartridge reload had the swing tab in the locked position, and the proximal 16 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The cartridge was tested for functionality with a test device in the blue setting and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.